Manufacturer narrative:
A product investigation was completed: per the technique guide, the returned instrument(s) are part of the depuy synthes titanium trochanteric fixation nail system for intramedullary fixation of proximal femur fracture. All the returned instruments were reconstructed together in an attempt to recreate the complaint condition, but the complaint condition could not be recreated. Alignment of the aiming arm with the insertion handle and the triple trocar assembly was achieved when attempting to recreate the complaint condition, but during the subject procedure other variables could have contributed to the drill bit not going into the nail. Additionally, other factors such as the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking and contributed to the complaint condition. Due to the tight tolerances and design, the construct(s) is susceptible to lateral forces during the surgery that are unable to be replicated. It is likely that soft tissue distraction forces are the cause of this complaint condition. All parts received were in good condition with some minor wear and tear on the devices. This complaint is unconfirmed. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. UDI#: (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during an intertrochanteric right hip fracture procedure, the surgeon was drilling for placement of the final locking screw; the aiming arm caused the drill bit to go posterior to the nail. The surgeon believes there was a misalignment with either the handle or 130 degree guide or triple trocars, which may have caused the misalignment of the drill bit. There was a surgical delay of five (5) minutes, the surgeon completed the procedure successfully by taking the aiming arm off and freehanded the drilling and inserted the locking screw into the implanted devices. It was reported that post-operatively the patient's status is stable; there was no harm to the patient. Concomitant devices reported: 8.0mm/4.0mm drill sleeve 164mm, part #-357.389, lot #-5690868, quantity (1); 11.0mm/8.0mm protection sleeve 153mm, part #-357.386, lot #-5695340, quantity (1);trochanteric femoral nail (tfna), part#-456.315s, lot number is unknown, quantity (1). This report is 3 of 4 for (B)(4).